Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported that the patient had a CT scan of their neck to see what was going on in their neck. The patient stated that their first surgery was in 2005. The patient went to their current clinic last (B)(6) because of a back surgery and using a cane. Due to this the patient had bursitis in their hips and had sacroiliac joint pain. The second time the patient went into the clinic was for a bad headache. They were given injections in their head but they could not find any recent studies or films on their fusions. The health care professional (hcp) wanted to know the cause of their headaches. It was reported that the patient had to turn their stimulation off that day for a CT scan. When the patient turned stimulation back on they got their abcd settings however they could only get one group at a time and it was not able to activate all of them at the same time. The patient reported that it had been able to do that since implant in 2013. The patient had 2 electrodes in their back and 1 in their occipital bone for chronic neck and headaches. It was clarified that since the patient had turned stimulation back on after the CT scan the only electrode that was working was the one on the occipital bone. The patient could not get the ones that run along the fusion in the back of their neck to ¿fire off¿ or to work and now their head was just pounding. The patient had tried contacting the manufacturer representatives they knew in the area but they were not around. The patient stated that they would wait until the (B)(6) when the manufacturer representative was available. The patient did not have an appointment with their health care professional (hcp) until the end of (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-03-06 reporting that they had turned off their device for a cat scan on (B)(6) 2017 and when they turned it back on it was not programmed. The patient called a manufacturer representative and the manufacturer representative reprogrammed the patient programmer. Then 3 days after the patient had been reprogrammed they felt stimulation shutting on and off. It was reported to take 15-30 seconds for it to start up again. This issue had never happened before. The patient had it on all of the time and when it shut off and on it would zap the patient was which reported to be annoying. It was not related to the patient¿s position as the patient could be doing anything when it would turn off and on. It was confirmed during the call that the patient was not using adaptive stimulation settings. The device was for chronic neck pain and chronic headaches. The new programs that had been made were group a program 1 at 1.4v, 2 at 1.4v, 3 at 1.4v, and 5 with an intensity at 20. There were no reported, related falls or traumas. Electromagnetic interference (emi) with the CT scan was reported. The patient programmer was used to check the implantable neurostimulator (ins) which was found to be at 100% battery status. It was stated that since the weather was cold the titanium in their neck was more painful. Health care professional (hcp) listings were sent as the patient¿s hcp would be out of the country for 5 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a manufacturer representative and had them check the electrodes. It was reported that they found that 3 of the electrodes were failing through diagnostics. The patient was unsure what exactly the representative did, but it was reported that they fixed the problem. The patient also reported that the issues with the stimulation shutting off and the zapping sensation have been resolved. No further complications are anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient had not yet informed their healthcare provider of the electrodes not firing at the time of the report. The patient reported that they spoke on the phone with their manufacturer representative about how to get the device to work again, but the patient was still having problems. The patient reported that since the representative helped them on the phone, the stimulation shuts off by itself and then comes back on by itself. The patient reported that this was happening about 8 - 10 times per day. No further complications are anticipated.